Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. A review of the pump history indicated that the pump emitted an empty cartridge alert that was unconfirmed by the user. The history also indicated that this alert was emitted for over six hours, after which time the pump battery level dropped and could no longer power the device.